Event description:
Initial reporter indicated that a patient implanted for depression had a "worsening depression." Due to the depression, the patient had a change in their device parameters and their medication dose and schedule. The depression was reported as "worse than she ever had been". The depression was reported as a single episode that was severe and definitely replated to the patient's stimulation. Additional information received indicated that the patient's device settings were decreased due to an "arm twitch", resulting in the worsening of depression. Programming changes were made to return the patient to their previous settings and the depressive event resolved.

Manufacturer narrative:
Model 3, serial #, lot #, expiration date, corrected data: an implant card was received from the hospital which indicates that the product information on the initial MDR was incorrect. Device manufacture date, corrected data: an implant card was received from the hospital which indicates that the product information on the initial MDR was incorrect.